Manufacturer narrative:
The client's daughter reported the end user was operating the power wheelchair on a gravel roadway at night and was struck from behind by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic," and "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
While operating the power wheelchair on the gravel roadway, the end user was struck by a motor vehicle.